Manufacturer narrative:
(B)(4). Batch # m91m2k. The device was received the upper jaw damaged at the proximal side and not missing as reported. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: was the top jaw is broken off of the device (in two pieces)? Was the jaw damaged but not broken off? If the jaw was broken off was it retrieved? Is the broken jaw returning with the device?

Event description:
It was reported that during a laparoscopic hysterectomy and the jaw of the device came apart during use. It was not reported how the procedure was completed but there was no consequence to the patient.